Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: part # 00801803602, femoral head, lot # unk. Part # 00784802400, neck taper, lot # unk. Multiple MDR reports were filed for this event; please see associated reports: 0002648920-2018-00827, 0001822565-2018-05555.

Event description:
It was reported that approximately 7 years post implantation, the patient was revised due to allegations of metallosis, pain, instability, altr, trunnionosis, necrosis, and limited rom. Attempts have been made and no further information has been provided.